Event description:
It was reported that bd vacutainer® push button blood collection set that blood splatter occurred. The following information was provided by the initial reporter and translated to english: "when I was doing the patient's blood test, I found blood coming out of the wing tubing. There was a hole that was invisible to the naked eye. Once I realised this, I removed the device from my patient's skin and reattached her with another winglet and was able to do my workup. With the power of the blood coming out of the wing tube, I sprayed my patient and her bed and clamped my tube with my gloved fingers to stop the bleeding. We are at risk of sea. I've told my colleagues and I'm the first one this has happened to. We don't know at the moment if it's just the fin that's faulty or the batch."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retention samples from the inventory were visually inspected and functionally tested and no issues related to splatter were observed. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that bd vacutainer® push button blood collection set that blood splatter occurred. The following information was provided by the initial reporter and translated to english: "when I was doing the patient's blood test, I found blood coming out of the wing tubing. There was a hole that was invisible to the naked eye. Once I realised this, I removed the device from my patient's skin and reattached her with another winglet and was able to do my workup. With the power of the blood coming out of the wing tube, I sprayed my patient and her bed and clamped my tube with my gloved fingers to stop the bleeding. We are at risk of sea. I've told my colleagues and I'm the first one this has happened to. We don't know at the moment if it's just the fin that's faulty or the batch."